Event description:
Customer reported that he put a sensor in the serter and the needle broke off. The sensor is still on the platform. He checked for the needle hub in the serter and it was not there. Customer's blood glucose was 361 mg/dl. He treated with his insulin pump. He stated that when he woke up this morning his blood glucose was high. Customer changed his infusion set. Nothing further reported.

Manufacturer narrative:
Analysis not required. Unable to perform insertion test due sensors being open/used. Insertion needle was separated from sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.